Event description:
Procedure type: inguenal hernia repair. According to the reporter: when the doctor was removing the balloon from the trocar the balloon detached. Doctor had to remove the balloon from the patient cavity. No delay in operating room time reported. No tissue damage. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 12/12/2008.